Event description:
Siemens healthineers was notified of an issue reported by the siemens healthineers customer service engineer (cse) who was performing preventative maintenance of the magnetom skyra (de) system. While performing the patient table horizontal drive check from the bottom of the table, and while reaching up into the mechanism, the cse felt a sharp pain in his neck. The cse described the pain as extending from his neck down his back and to what felt like the back of his heart. Initially, siemens healthineers was informed that the cse was treated with physical therapy; however, new information was provided on july 24, 2024, that stated the cse underwent surgery. The nature and extent of the cse's injury and type of surgical procedure performed are unknown as of the date of this report. It was stated that the cse is already feeling much better three weeks post-surgery. As of the date of this report, the event reported is seen as a work error and we currently have no indication of a product malfunction. The investigation is ongoing.

Manufacturer narrative:
H6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.